Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. B3: patient's mother reported that the exact date the event occurred is unknown, but it occurred "in the last few weeks" of the aware date. (B)(4).

Event description:
It was reported that a cleo infusion set was occluded. The patient started experiencing high blood glucose readings in the upper 300's mg/dl, with no ketones present. Through troubleshooting, it was determined that the cleo set was occluded. The site was changed and the patient received a correction bolus of insulin. No further adverse health outcomes were experienced.